Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the failed barcode scanner. A field service engineer replaced the scanner in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had broken scanner. User mentioned that the scanner was not working properly as it looked damaged, and it turns on and off with multiple red-light indicators followed by beeping. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.